Manufacturer narrative:
(B)(6) there were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4)

Event description:
It was reported that during a procedure using a fastener, fixation, nondegradable, soft tissue that the doctor drilled a pilot hole. It was also reported that with the insertion of the anchor, it broke into two pieces and wasn't able to be retrieved. A saw was used to make it flush to the bone surface. Additional information received on april 11, 2014 indicated that the anchor broke at the eyelid. There was no space for an additional anchor so the surgeon had to make use of bone tunnels and different sutures to complete the procedure. All fragments were able to be removed; the surgeon was confident everything was removed. A backup device was used to complete the procedure. The patient was okay post procedure. (B)(4)